Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that when the sensor was removed, the wire detached from the sensor pod and stayed embedded in the skin. The patient experienced a rash, redness, swelling, and inflammation/swelling at the insertion site, leading him to consult his doctor who recommended a diagnostic procedure. On (B)(6) 2025, the patient underwent a sonogram (result not specified) and saw his physician again the following day, (B)(6) 2025, who informed him that removing the wire would be difficult and advised him to allow the sensor wire to exit naturally on its own. He received a prescription for an oral antibiotic (cephalexin) to treat the symptoms, and he reported taking it from (B)(6) 2025. At the time of the report, the patient stated that the swelling decreased after two days of treatment, though a lump remained at the location. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 10/27/2025, the patient underwent a sonogram which showed the wire was retained under the skin and saw his physician again the following day, 10/28/2025, who informed him that removing the wire would be difficult and advised him to allow the sensor wire to exit naturally on its own.